Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found damage to the stent. The distal and proximal end of the stent was damaged with stent struts lifted form the stent profile. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found a break 310mm distal to the distal end of the strain relief. Multiple kinks were also noted. Visual and tactile examination of the outer, inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy ii drug-eluting stent was selected for use; however, it was noted that the shaft broke outside the patient's body. The procedure was completed with another of the same device. No patient harm nor complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy ii drug-eluting stent was selected for use; however, it was noted that the shaft broke outside the patient's body. The procedure was completed with another of the same device. No patient harm nor complications were reported.